Manufacturer narrative:
The reagent previously reported as "e2" is estradiol.

Manufacturer narrative:
The e2 reagent lot number was 738968 with an expiration date of august 2024. The hcg beta reagent lot number was 732240 with an expiration date of october 2024. The pth reagent lot number was 758623 with an expiration date of march 2025. The investigation reviewed the system's alarm trace. Prewash mixer 2 alarms were observed, beginning on 24-may-2024. The field service representative found the prewash mixer was not reaching the home position. He checked the prewash and cleaned and lubed the home sensor. He found that the home sensor had failed and he replaced it. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable e2 results for 2 patient samples, questionable hcg-beta results for 1 patient sample, and questionable pth results for 1 patient sample on a cobas e 801 analytical unit. Patient (B)(6) (ID:(B)(6)): the initial e2 result was 11010 pmol/l with a data flag and the repeated result was 2023 pmol/l. Patient (B)(6) (ID:(B)(6)): the initial hcg-beta result was 15.3 iu/l and the repeated result was 22.5 iu/l. Patient (B)(6): (ID:(B)(6)): the initial pth result was 2.8 pmol/l and the repeated result was 3.67 pmol/l. Patient (B)(6): (ID: (B)(6)): the e2 result was 8889 pmol/l and the repeated result was 3558 pmol/l. The results were reported outside the laboratory. The samples were repeated due to the physician questioning the results. The repeated results were obtained on another analyzer.